Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2017, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative regarding a patient with an implanted neurostimulator (ins). It was reported that the patient's contact 0 showed an open circuit during impedance testing. The patient was mapped using contacts 1, 2, and 3, and good symptom control was seen on all remaining good contacts. The physician used contact 1 for therapy and the patient was doing well with this setting. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that the cause of the high impedance was not determined.